Event description:
It was reported that a "no cassette" alarm occurred after 46 hours of use. A new cassette was used and the issue was resolved. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Model # and PMA/510k are unknown. No information has been provided to date.